Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas and was investigated on (B)(4) 2012. Evaluation revealed that there was no damage to the keypad. The up arrow and down arrow keypad buttons were unresponsive. There was contamination and adhesive found under the key contacts when the keypad was removed. There was no moisture found in the pump but the there was moisture damage found to the keypad. Unrelated to the complaint, the motor was found to be making unusual noises.

Event description:
The pump was returned to animas for a damaged keypad. During evaluation the keypad damage was unable to be confirmed. The up arrow and down arrow keypad buttons were found to be unresponsive. This report is made based on results of the evaluation.